Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received low blood glucose level. The customer¿s blood glucose level was 53 mg/dl and current blood glucose was 98 mg/dl. The customer received a change sensor alert after a calibration not accepted. The device will be returned for analysis.